Event description:
It was reported that when using the bd pyxis¿ es server, the customer was unable to drop medication into the approval queue. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) was unable to find med ID: (B)(4) in the approval queue. Later the tss confirmed that the customer had resolved the issue. No troubleshooting information was available. The system functioned as intended and the technical support specialist closed the case.